Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that they were getting a dark image on the left monitor and the right lightened up. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.